Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose low level was 46 mg/dl and high blood glucose was 557 mg/dl. The customer declined troubleshooting for high blood glucose and low blood glucose value. The transmitter and sensor connection was lost. The insulin pump will not be returned for analysis.